Manufacturer narrative:
Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement and less frequently with other valvular surgical procedures. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. In this case the neurologist noted that the cause was not relate to the balloon which was well positioned and but it may have been related to the dislodged fat plaque during device usage. The root cause of the event was likely due to patient and procedural factors. This device was not available for return and evaluation as it was discarded. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that after a procedure of mitral valve repair in ministernotomy during which an intraclude device was used, the patient experience an event of stroke on the right part of the brain during the night. As reported, the patient received a mitral annuloplasty 32 mm annuloplasty ring and cor-knot was used. There were no issue reported during the case, a proctor was in the op room to support the team, echo images were good and there was no pressure drop during all the procedure. As commented by the neurologist, the cause could be not due to the balloon as it was well positioned, but probably due to a fat plaque removed accidentally by the balloon. The pre-operative CT scan was negative for the presence of atheromatic plaque in the ascending aorta. It was not possible to identify the fat plaque with CT scan. It was reported that the stroke was in regression and that the patient was feeling fine.